Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the recharger antenna had a damaged cord. It is frayed to where the insulation has peeled off and there are open wires. Has gotten progressively worse. The recharger was also not holding a charge. They are seeing codes but don't know what they are. They state it is the reposition antenna screen. They state the desktop charger feels loose when plugged in. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event. Additional information was received indicating the connector pin broke. The patient had a return of symptoms, they were shaking all over on their arms, legs, belly, and both sides. This was a sudden change in therapy/symptoms. No further complications were reported.